Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient had a femoral trochanteric fracture. Surgeon was unable to insert and lock the compression blade and he was unable to remove the compression blade from the inserter. The surgeon inserted another size compression blade with the handle for extraction without difficulty. There was no residue in the patient body. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. After a functional test the blade was classified as fully functional and in working order. The article was manufactured on january 27th 2012 according to our specifications. We cannot determine the root cause of this problem exactly. It is possible that the blade was not correctly mounted on to the inserter. Also it is possible the inserter got unlocked to early. The device history record was researched, no abnormal findings were identified. No product fault could be detected. Placeholder.